Manufacturer narrative:
The device was not returned so no visual, functional and dimensional testing could be performed. Images were returned for review. The following was observed: the crimped valve and delivery system was stuck in the sheath distal of the strain relief. The sheath's liner was torn with the crimped valve struts exposed through it. Hdpe strand damage was noted. Work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. No IFU/training deficiencies were identified. Although the complaint for the inability to advance through sheath was confirmed, a complaint history review is not required, as the issue has been previously identified in a related CAPA and pra, which captures root cause analysis for the issue. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the esheath (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Available information suggests that patient/procedural factors may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. As the complaint for inability to introduce sheath was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components, sheath liner strand, and sheath liner torn were all confirmed through evaluation of the provided photos. However, the complaint for difficulty introducing sheath was unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'it was tried to advance the ds with the valve without success, so the decision was to remove both the esheath and the valve. The delivery system was stuck after the partially expandable portion of the sheath' and 'when the system was pulled out, a little frame damage was noticed'. Per the case notes, the patient's access vessel had presence of severe calcification and moderate/severe tortuosity. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the reported event. Per imaging evaluation, the esheath was noted to have a torn liner. As resistance was met during system advancement through the sheath, the operator likely manipulated the delivery system to continue advancing the delivery system. It is possible that crimped valve interacted with the sheath, leading to the observed liner tear. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and procedural (excessive manipulation, valve caught on liner) factors likely contributed to the reported event. Per imaging evaluation, the esheath was noted to have hdpe damage that appears to be strand-like. It is possible that crimped valve interacted with the sheath, leading to the observed hdpe strand. Additionally, per the case notes, 'as the patient were dialysate, they think the calcium of the vessel was stronger and damaged the sheath'. The presence of calcification within the vessel can damage the hdpe material of the sheath shaft, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and/or procedural (excessive manipulation, valve caught on sheath) factors likely contributed to the reported event. Per the complaint description, 'difficulty was experienced when the sheath was inserted, so it was decided to pre-dilated the vessel with a 8mm balloon'. The patient's access vessel was noted to have severe calcification and moderate/severe tortuosity. Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification'. Contact with calcified nodules during sheath insertion can lead to friction, while vessel tortuosity can lead to suboptimal angles for sheath insertion, leading to a higher push force and resistance. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case, for the sheath strand. Please refer to related complaint 2015691-2021-02176 for the valve frame damage. The device is not available for return, but investigation is ongoing.

Event description:
As seen on images provided by our affiliates in (B)(6), there was a hdpe strand on the esheath post removal. As reported by affiliates in (B)(6), during the 26mm sapien 3 ultra case in aortic position, by transfemoral approach in aortic position, difficulty was experienced when the esheath was inserted, so it was decided to pre-dilated the vessel with a 8mm balloon. It was tried to advance the delivery system with the valve without success, so the decision was to remove both the esheath and the valve. The delivery system was stuck in the partially expandable portion of the sheath at the level of the common iliac. It was noticed that the esheath was damaged due to severe calcification of the vessel. When the system was pulled out, a little frame damage was noticed. There were no patient injuries. It was decided to change the access (from right femoral, to left femoral) and a new kit was opened and successfully implanted. The procedure ended successfully, and patient outcome was good. As per medical opinion, the root cause of the event may have been calcium of the vessel.